Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, ¿the pt received a trident acetabular hip system. It was further alleged that, the pt is experiencing squeaking, pain and instability in her left hip.¿

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time.